Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 330-340 mg/dl, with ketones (size of ketones was no provided). Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. Customer was released from the ER 3 hours later with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown, customer acknowledged and understood.